Event description:
It was reported that when the patient presented through merlin.net transmission, post-paced t-wave oversensing was observed on the ventricular lead. Programming changes were recommended.

Event description:
New information received notes that the programming changes were made. There is no further information available at this time.